Event description:
It was reported that oversensing was observed in the atrial and rv channels. During explant, both leads displayed insulation degradation.

Manufacturer narrative:
The field observation of lead insulation degradation was confirmed. A visual inspection of the lead found insulation abrasion at 7 and 8 cm from the connector pin. The damage found is consistent with insulation abrasion caused by friction to the ICD can. The lead exhibited normal electrical characteristics.